Manufacturer narrative:
Additional suspect medical device components involved in the event: model #:sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg). The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort in one of his ipg pocket sites. The physician did not believe there were any problems with both ipgs. The patient underwent a pocket revision wherein both ipg¿s were replaced. The patient was doing well post-operatively.